Event description:
Pt scheduled for laparascopic cholecystectomy. Pt placed on surgical table in reverse position at 0800 hours in room 5. Reverse position used to facilitate c-arm placement for cholangiograms. Anesthesia induced at 0808 and procedure begun. About 0825 a loud "crack" was heard. Pt's upper body fell to floor with head still on foam mattress of table, legs remained strapped to table up at normal level. In line cervical traction maintained while rest of table lowered to floor. Cervical collar applied, pt log rolled to side, back board applied, and pt lifted to transport cart. Anesthesia was terminated and pt moving all extremities and verbally responded appropriately.